Manufacturer narrative:
(B)(4). The device was not available for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred in dwell 10 of 11 on the homechoice (hc) device while the patient was connected, per home patient (hp) she disconnected during dwell 8 of 11 and reconnected, using proper disconnect and reconnect procedures. The hp did not get the alarm until dwell 10 of 11. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The hp was going to complete therapy with a manual exchange. There was no patient injury or adverse event associated with this report.